Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: apparent acute reversible right ventricular pacing-induced left ventricular dysfunction. Journal of cardiovascular electrophysiology. (B)(4).

Event description:
A journal article was reviewed that contained information regarding this implantable pulse generator (ipg). The article noted that during routine device follow up, the ipg had reached elective replacement indicator (eri) status one month prior to the visit. The device had a mode switch to vvi pacing, as designed. However, the patient had an increase in heart failure symptoms (left ventricular dysfunction). The article stated that prior to the switching to vvi pacing, the patient "never had any heart failure symptoms and [the patient] had been paced less than 1% of the time during the entire lifetime of the device." The patient went through testing. It was noted that the changes in the patient's left ventricular ejection fraction (lvef) may have been related to the right ventricular (rv) pacing of the device. The lv dysfunction "resolved immediately" with the rv pacing was turned off. The ipg was replaced and the patient remained asymptomatic at the three-month follow up visit. The article stated that it is important to assess the patient's left ventricular (lv) function for making decisions about device upgrades. No patient complications have been reported as a result of this event.